Event description:
During the decompression state in the chamber the exhalation phase on the hbo ventilator stuck causing it to stay closed. This in turn caused the vent to not cycle over the exhalation resulting in prolonged elevated airway pressures. Perfusionist reported he is not sure which pt used with which vent. Treatment date: (B)(6) 2010. Treated for carbon monoxide poisoning. No cardiac embarrassment (saturation levels did not drop off). The problem was caught quickly and ventilator was cut-off and then was manually ventilated. The ventilator was immediately pulled out of service.

Manufacturer narrative:
Request for device return have been unsuccessful. Will provide update as more info becomes available.

Event description:
During the decompression state in the chamber the exhalation phase on the hbo ventilator stuck causing it to stay closed. This in turn caused the vent to not cycle over the exhalation resulting in prolonged elevated airway pressures. Perfusionist reported he is not sure which pt used with which vent. Treatment date: (B)(6) 2010. Treated for carbon monoxide poisoning. The pt did develop arrythmicardia and had to be manually ventilated when she was brought out of the chamber so that her heart rate could be brought back up. Her heart rate went down to 50.

Manufacturer narrative:
Request for device return have been unsuccessful. Will provide update as more info becomes available.